Manufacturer narrative:
(B)(4). Date sent 10/24/2024. D4 batch #138c00. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst45b reload (a) was received fully fired. Upon further inspection, the reload was found to have damaged on the knife channel, it is possible that the knife may push the staple line and tissue forward shaving the reload deck. In addition, a small blue piece was returned inside of a plastic jar. No functional test could be performed due to the condition of the reload. Additionally, photos were provided and they showed two blue reloads fully fired. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 138c00, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 9/25/2024. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during vats lobectomy, after the fire, a piece of what looked like a cartridge was found in the tissue. The foreign fragment was removed from the body. It has not caused any problems. The cartridge fragment will be sent with the gauze. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available. There was no change in procedure and no discomfort in the fire.